Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. User was not within the age requirement, which is off-label usage of the device. On (B)(6) 2025, pus was observed coming from the insertion site on top of the sensor, prompting removal of the device. Following removal, the pediatric patient exhibited redness and swelling of the skin, along with a suspected fever. The patient was immediately transported to the emergency department (ed), arriving at approximately 3:00 pm, where they were diagnosed with cellulitis skin infection. During the hospital stay, the patient received a single IV fluid for fever management (the parent could not recall the exact name or dosage) and a single IV dose of cephalexin 5 mg. The patient was discharged at around 8:30 pm with instructions to continue taking an oral cephalexin 5 mg three times daily for seven days. After completing the treatment, the patient was reported to be in good condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).